Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one seen migrated into right tube/left not found on limited visual inspection/migration of essure device location of device: unknown ¿ no device was found in left fallopian tube') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure (batch no. 725708-invalid,646613-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, adenomyosis, cervix inflammation, intramural leiomyoma of uterus and endometriosis. Gross description: the right fallopian tube isthmus contains a 1.5 x 0.2 cm wire coiled medical device consistent with an essure device. There is no essure device within the left fallopian tube, uterine body, or specimen container. Concomitant products included levonorgestrel (mirena) since 2009 for heavy periods. On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots"), pelvic pain ("pain") and the first episode of dysmenorrhoea ("dysmenorrhea"). In (B)(6)2012, the patient experienced rash ("skin rashes"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain / right and left lower quadrant"), emotional disorder ("emotional"), skin mass ("bumps"), urticaria ("welts"), nausea ("nausea"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("endometriosis of uterus") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ vaginal, iud removal, cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, irritability, emotional disorder, rash, anxiety, skin mass, urticaria, nausea, allergy to metals, the last episode of dysmenorrhoea, fatigue, weight increased and adenomyosis outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, anxiety, device dislocation, emotional disorder, fatigue, irritability, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin mass, urticaria, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: there is no essure device within the left fallopian tube, uterine body, or specimen container. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Lot numbers reported (725708 and 646613) are not valid . Most recent follow-up information incorporated above includes: on 17-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one seen migrated into right tube/left not found on limited visual inspection/migration of essure device location of device: unknown ¿ no device was found in left fallopian tube') and ectopic pregnancy with contraceptive device ('pregnancy (termination)/ectopic pregnancy') in an adult female patient who had essure (batch no. 725708-inv,646613-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, adenomyosis, cervix inflammation, intramural leiomyoma of uterus and endometriosis. Gross description: the right fallopian tube isthmus contains a 1.5 x 0.2 cm wire coiled medical device consistent with an essure device. There is no essure device within the left fallopian tube, uterine body, or specimen container. Concomitant products included levonorgestrel (mirena) since 2009 for heavy periods. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots"), pelvic pain ("pain") and the first episode of dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced rash ("skin rashes"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain / rigth and left lower quadrant"), emotional disorder ("emotional"), skin mass ("bumps"), urticaria ("welts"), nausea ("nausea"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("endometriosis of uterus") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ vaginal, iud removal, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, irritability, emotional disorder, rash, anxiety, skin mass, urticaria, nausea, allergy to metals, the last episode of dysmenorrhoea, fatigue, weight increased and adenomyosis outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, anxiety, device dislocation, ectopic pregnancy with contraceptive device, emotional disorder, fatigue, irritability, menorrhagia, nausea, pelvic pain, rash, skin mass, urticaria, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: there is no essure device within the left fallopian tube, uterine body, or specimen container. Discrepancy noted: date(s) of insertion: (B)(6) 2011,date(s) of removal: (B)(6)2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Lot numbers reported (725708 and 646613) are not valid most recent follow-up information incorporated above includes: on(B)(6)2020: pfs received. Reporters information updated.event:pregnancy (termination) was updated to pregnancy (termination)/ectopic pregnancy. Pt was updated to ectopic pregnancy with contraceptive device. Pregnancy outcome was updated to not applicable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one seen migrated into right tube/left not found on limited visual inspection/migration of essure device location of device: unknown ¿ no device was found in left fallopian tube') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure (batch no. 725708-not valid,646613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, adenomyosis, cervix inflammation, intramural leiomyoma of uterus and endometriosis. Gross description: the right fallopian tube isthmus contains a 1.5 x 0.2 cm wire coiled medical device consistent with an essure device. There is no essure device within the left fallopian tube, uterine body, or specimen container. Concomitant products included levonorgestrel (mirena) since 2009 for heavy periods. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots"), pelvic pain ("pain") and the first episode of dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced rash ("skin rashes"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain / right and left lower quadrant"), emotional disorder ("emotional"), skin mass ("bumps"), urticaria ("welts"), nausea ("nausea"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ("endometriosis of uterus") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ vaginal, iud removal, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, irritability, emotional disorder, rash, anxiety, skin mass, urticaria, nausea, allergy to metals, the last episode of dysmenorrhoea, fatigue, weight increased and endometriosis outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, allergy to metals, anxiety, device dislocation, emotional disorder, endometriosis, fatigue, irritability, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin mass, urticaria, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: there is no essure device within the left fallopian tube, uterine body, or specimen container. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received: events bumps, welts, endometriosis of uterus, dysmenorrhea added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one seen migrated into right tube/left not found on limited visual inspection/migration of essure device location of device: unknown ¿ no device was found in left fallopian tube') and ectopic pregnancy with contraceptive device ('pregnancy (termination)/ectopic pregnancy') in an adult female patient who had essure (batch no. 725708-inv,646613-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, adenomyosis, cervix inflammation, intramural leiomyoma of uterus and endometriosis. Gross description: the right fallopian tube isthmus contains a 1.5 x 0.2 cm wire coiled medical device consistent with an essure device. There is no essure device within the left fallopian tube, uterine body, or specimen container. Concomitant products included levonorgestrel (mirena) since 2009 for heavy periods. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots"), pelvic pain ("pain") and the first episode of dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced rash ("skin rashes"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain / rigth and left lower quadrant"), emotional disorder ("emotional"), skin mass ("bumps"), urticaria ("welts"), nausea ("nausea"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("endometriosis of uterus") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ vaginal, iud removal, cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, irritability, emotional disorder, rash, anxiety, skin mass, urticaria, nausea, allergy to metals, the last episode of dysmenorrhoea, fatigue, weight increased and adenomyosis outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, anxiety, device dislocation, ectopic pregnancy with contraceptive device, emotional disorder, fatigue, irritability, menorrhagia, nausea, pelvic pain, rash, skin mass, urticaria, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: there is no essure device within the left fallopian tube, uterine body, or specimen container. Discrepancy noted: date(s) of insertion: (B)(6)2011,date(s) of removal: (B)(6)2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of product technical complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one seen migrated into right tube/left not found on limited visual inspection") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no. 725708-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, adenomyosis, cervix inflammation, intramural leiomyoma of uterus and endometriosis. Gross description: the right fallopian tube isthmus contains a 1.5 x 0.2 cm wire coiled medical device consistent with an essure device. There is no essure device within the left fallopian tube, uterine body, or specimen container. Concomitant products included levonorgestrel (mirena) since (B)(6) 2009 for heavy periods. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain / rigth and left lower quadrant"), irritability ("irritable"), emotional disorder ("emotional"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots"), rash ("skin rashes"), anxiety ("anxiety"), skin mass ("bumps"), urticaria ("welts"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ vaginal, iud removal, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, irritability, emotional disorder, rash, anxiety, skin mass, urticaria, nausea, allergy to metals, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, allergy to metals, anxiety, device dislocation, dysmenorrhoea, emotional disorder, fatigue, irritability, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin mass, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there is no essure device within the left fallopian tube, uterine body, or specimen container. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of product technical complaint. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one seen migrated into right tube/left not found on limited visual inspection") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no. 725708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, adenomyosis, cervix inflammation, intramural leiomyoma of uterus and endometriosis. Gross description: the right fallopian tube isthmus contains a 1.5 x 0.2 cm wire coiled medical device consistent with an essure device. There is no essure device within the left fallopian tube, uterine body, or specimen container. Concomitant products included levonorgestrel (mirena) since (B)(6) 2009 for heavy periods. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain / right and left lower quadrant"), irritability ("irritable"), emotional disorder ("emotional"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots"), rash ("skin rashes"), anxiety ("anxiety"), skin mass ("bumps"), urticaria ("welts"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ vaginal, iud removal, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, irritability, emotional disorder, rash, anxiety, skin mass, urticaria, nausea, allergy to metals, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, allergy to metals, anxiety, device dislocation, dysmenorrhoea, emotional disorder, fatigue, irritability, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin mass, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there is no essure device within the left fallopian tube, uterine body, or specimen container. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received- previously reported event "injury" updated to "pain / right and left lower quadrant", events- "irritable, emotional, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), skin rashes, anxiety , bumps, welts, nausea, nickel allergy , dysmenorrhea (cramping), fatigue, weight gain, pregnancy (termination), device ineffective, one seen migrated into right tube", reporter, lot number, medical history, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.